Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the ajust¿ sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported in the patient¿s medical records that as a result of having the product implanted, the patient has experienced slow urine stream, husband feeling scraping during intercourse, exposed and eroded vaginal sling mesh, vaginal bleeding, constipation, urinary urgency, vaginal defect with underlying sling edge with in office removal, vaginal spotting, vaginal pressure, mass coming out of vagina, second degree cystocele, urinary tract infection, silver nitrate application to granulation tissue of midurethral wound, pessary trial with removal the following day due to acute pelvic pain, pelvic pressure, chronic infection, vaginal discharge, urinary frequency, excision of vaginal mesh, repair of vaginal wall, lower right back pain, abdominal pain and required surgical and nonsurgical interventions.